Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose reading had dropped to 44 mg/dl and she did not notice because the reading did not transfer to the insulin pump. The insulin pump communication was turned off and the customer was assisted in turning it on.